Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users requested to recover missing transactions. A technical support specialist dialed into the es server and opened ssms. They ran a query to retrieve the dispensing device key for the station, then used the key to get all storage space keys for the device. The tss copied all the storage space keys and placed them in the 'in' statement of another query, which they ran against ds server oltp. The results were copied from sql into excel and saved as a csv file named 'transaction recovery db results.csv' with the data type set to general. It was crucial that the dates were formatted as numbers to ensure proper merging when passed to the subject matter expert for report consolidation. The tss performed the internal knowledge article to provide transactions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, users requested to recover missing transactions. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.